Manufacturer narrative:
The cobas e411 disk serial number is (B)(6) . The investigation is ongoing.

Event description:
There was an allegation of a questionable positive elecsys hbsag ii result from the cobas e411 disk for one patient. The initial hbsag result was positive. The result of a viral load polymerase chain reaction (pcr) test was negative.